Event description:
An alarm 2 followed by alarm 26 was reported, indicating an occlusion event. The customer's blood glucose level reached 500 mg/dl due to the issue. To address the high blood glucose, the customer administered a correction injection via a manual injection method, changed the infusion set and cartridge, and resumed insulin delivery. There was no need for third-party assistance, and the occlusion was not part of a recurring problem. Tandem technical support closed the case as no further assistance was deemed necessary.